Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the prograsp forceps did not work properly since it could not articulate in every angle and it was hard to open and close the head of the instrument. The cable of the instrument broke away. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.